Event description:
I had implants place (B)(6) 2018 and all of a sudden started having issues. My hair was falling out by the handfuls, chronic fatigue, breast pain and burning in breasts, acne, cysts, weight gain of (B)(6) in 11 months that kept going up and couldn't get off. I now explanted and most of my symptoms are gone.